Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device powered on and off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device and verified the reported issue from the downloaded key log file. The reported issue could however not be reproduced. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.